Manufacturer narrative:
H6: the reporter advised ventec that the device's serial number is "(B)(6)", however, that serial number does not exist. Ventec has made multiple attempts to contact the reporter in order to confirm the device's serial number, but no response has been received. As a result, sections d4 model#, catalog#, serial# and UDI# are all "unknown" and section h4, device manufacturer date, shall be left blank until the device serial number can be confirmed. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.